Event description:
Information was received from the patient's neurologist that the patient's behavioral and mood symptoms were not related to vns.

Event description:
It was reported in clinic notes that the patient experienced a new onset of behavioral/mood symptoms following the original implantation. In the notes, the patient¿s behavior issues were given as frequent mood swings, hyperactivity, and distractibility. Neuropath testing confirmed the patient had behavioral disorders and speech delay. His behavior issues were treated with medication. The patient¿s diagnosis was given as autism spectrum disorder and behavioral disorder. Programming history was reviewed. At the time of the complaint regarding behavioral problems, the device diagnostics were normal. No anomalies were seen. No other information has been received to date.